Event description:
It was reported that a peritoneal dialysis patient experienced peritonitis and subsequently passed away. The cause of the peritonitis event was unknown. The cause of death was reported to be ¿withdrawal of treatment¿. The patient was recovering from the peritonitis when they passed away. The patient was not hospitalized for the event of peritonitis. On the same day as the onset of peritonitis, the patient was treated with vancomycin intraperitoneally (ip) (2g, frequency not reported), and ceftazidime ip (2g, frequency not reported) for the event. Four days later, antibiotic treatment was discontinued and the patient was taken off automated peritoneal dialysis therapy. Eight days after withdrawal from treatment, the patient passed away. It was not reported if an autopsy was performed. Additional information was not available. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).